Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported a ventilator displayed an alarm led. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer who confirmed the reported issue via the event log, however, was not able to replicate the malfunction. The customer replaced the power switch overlay as advised by the philips field service engineer (fse). The unit was reported to have been repaired with the replacement part. No other abnormality was observed.

Manufacturer narrative:
G4:23feb2021. B4:24feb2021. H11:g5:k102985 h10: the customer clarified that the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.